Event description:
During the procedure, an air embolism occurred. The saline bag became empty while in the left atrium and while switching the bag, the operator inadvertently adjusted the valve so air was flushed into the left atrium.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Additionally, no batch number was provided so the device history record was unable to be reviewed. Based on the information received, the cause of the reported air embolism was due to user error.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Our investigation was limited to the review of the device history record, which showed that each manufacturing and inspection operation was performed and indicated complete in accordance with abbott specifications and procedures. Based on the information received, the cause of the reported air embolism was due to user error. Per the IFU, do not prime the catheter while it is in the patient.

Event description:
During the procedure, an air embolism occurred. The saline bag became empty while in the left atrium and while switching the bag, the operator adjusted the valve incorrectly and air was flushed into the left atrium. CPR, epinephrine, and nitro were administered to the patient. The patient is currently in stable condition with a prolonged qt interval. A CT scan revealed no anomalies. There were no performance issues with any abbott device.